Event description:
It was reported that a failure of power on the below device while I was observing lob resection case. Sounded like stopped battery. Patient fine and after override to remove he opened a new one worked fine.(black staple) no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or, did the device fully fire and stop during the automatic knife return? 4. Was there any difficulty opening the device? Device start to deploy staples and cut but could not be completed (partially fire). He used the override manual and then opened a new device. I have recently picked up the device and will send it back once my complaint boxes have arrived. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no reload present. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 637c59, and no non-conformances were identified.